Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to provide its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. The driver's alarm history was reviewed and revealed one recorded alarm. The '49' code fault is only recorded after 4 minutes and 15 seconds in the alarm state and can be produced by one of four items: (1) pca malfunction producing low cardiac output, (2) the malfunction of the flow sensor or the flow sensor cable, (3) by the kinking of the drivelines, or (4) patient hypertension or hypervolemia. Pca malfunction and malfunction of the flow sensor or the flow sensor cable were ruled out with the aforementioned testing. Kinking of the drivelines for over four minutes would have caused the patient to lose consciousness, which was not reported, therefore, the most likely cause of the '49' fault code was the result of patient conditions. The customer-reported issue of a fault alarm could not be reproduced during investigation testing. The root cause of the customer-reported issue cannot be conclusively determined as the driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.